Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb, smart switch and single board computer pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is nor report of injury or death associated with this event.